Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump was locked up and become non responsive and scratch on screen and did not hinder his screen use. Customer received motor error alarm no harm requiring medical intervention was reported. The customer was declined to troubleshooting. Customer understood and declined. The device will not be returned for analysis.